Event description:
It was reported that occlusion alarms occurred. On (B)(6) 2026 the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 816 mg/dl with ketones identified as dangerous by healthcare provider. The customer received intravenous fluids of saline and insulin to address the elevated bg. Treatment resolved the issue without causing any permanent damage. Customer was discharged on (B)(6) 2026. The customer resolved the occlusions by changing the infusion set and cartridge and resuming insulin.